Event description:
Literature was reviewed regarding the outcomes of bioprosthetic valve fracturing (bvf) compared to ¿standard¿ post-dilatation during valve-in-valve transcatheter heart valve implantation (viv-tavi). The study population consisted of 240 patients who underwent viv-tavi to treat a failed non-medtronic surgical valve. A mix of valve types were used for viv-tavi, encompassing three medtronic (corevalve, evolut r, evolut pro; n = 109) and four non-medtronic (various; n = 131) brands. Adverse outcomes included: need for unplanned coronary intervention, need for a second transcatheter valve, high mean gradient, aortic regurgitation (mild to moderate), renal failure requiring hemodialysis, need for permanent pacemaker implant, heart failure, stroke, bleeding, and access site vascular complications. Additionally, 16 deaths occurred during follow-up. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: medtronic transcatheter delivery system, product ID: mdt-trans dcs, serial/lot: unknown, use by date: unknown, UDI: unknown. Citation: ruge h, burri m, schreyer j, et al. Bioprosthetic valve fracturing in valve-in-valve tavi: clinical and echocardiographic outcomes in failing perimount aortic bioprostheses-a multicenter registry. Catheter cardiovasc interv. 2025;106(2):1409-1420. Doi:1 0.1002/ccd.31686 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.